Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the dsa the iab-s840c was inserted via the patient's left femoral artery using a sheath. After insertion the patient was moved to cardiology. The patient received one hour of counterpulsation when the monitor turned black. At this time the md changed the device immediately as there was a spare machine. There was a reported three minute delay in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury, or complications. The patient outcome is listed as "well." According to the engineer who inspected the iap-0400 , it has been confirmed that the monitor malfunctioned. It was noted that the customer purchased the iap-0400 (B)(6) 2015, so the warranty is still in effect.

Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of display head assembly was performed and no abnormalities were noted. The display head assembly in question was installed onto a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The display head assembly in question failed functional testing. The pump displayed a blank screen when powered on. Visual inspection of the display head assembly internal hardware was performed and noted the cables, front cover and back cover were discolored. Several components and via holes were noted to be corroded. Burnt components were also noted on the inverter board of the lcd module. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blank screen" is confirmed. The reported problem was reproduced during the functional test. Corroded and burnt components were found inside the display head assembly, which likely caused the reported complaint. See other remarks sections for continuation. Other remarks: the potential cause of corrosion/burnt components may have been related to humidity/moister buildup overtime. This is a unique problem. This complaint type will be monitored for any developing trends.

Event description:
It was reported that while in the dsa the iab-s840c was inserted via the patient's left femoral artery using a sheath. After insertion the patient was moved to cardiology. The patient received one hour of counterpulsation when the monitor turned black. At this time the md changed the device immediately as there was a spare machine. There was a reported three minute delay in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury, or complications. The patient outcome is listed as "well." According to the engineer who inspected the iap-0400 , it has been confirmed that the monitor malfunctioned. It was noted that the customer purchased the iap-0400 (B)(4) 2015, so the warranty is still in effect.